Manufacturer narrative:
Product is an instrument and no implantable. Eval is pending upon completed investigation of the product.

Event description:
During surgery on (B)(6) 2010, the pathfinder end extender sleeves kept popping off the polyaxial screws. There was approximately a 20 minute surgical delay as the representative got his alternate kit. The surgeon continued the case as indicated. This malfunction has been associated with an adverse event in the past.